Event description:
On (B)(6) 2011 clinical specialist reported pt had been experiencing issues with his blood glucose levels. Clinical specialist stated pt had been having issues with low blood glucose and that he stated he was having highs but it was in relation to him eating and going to sleep without bolusing. On call back on (B)(6) 2011 pt reported he is not having concerns with his blood glucose level at this time but had been having lows in (B)(6). Pt stated he was having readings in the 17-34 mg/dl range. Pt's normal blood glucose range is 220-235 mg/dl. Pt reported he was taken to the hospital and was given a saline solution and some orange juice to bring his blood glucose up. Pt reported he needed outside assistance to get his blood glucose level up. Pt stated he was in the hospital twice in the last 2 months. Pt reported he was in the hospital on (B)(6) 2011. Pt stated he was treated and released both times. Pt reported he was already gone over his basal rates with his trainer. Pt stated he was able to regulate his blood glucose level by changing his basal rates. Pt reported he doesn't not know what caused the low blood glucose readings. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.